Manufacturer narrative:
H3, h6: it was reported that a clinical study patient had elevated ion levels. As of today, additional information has been requested for this complaint but have not become available. As no lot numbers were provided, a complete complaint history review cannot be performed for the devices involved. A complaint history review was performed using the part numbers provided for the bhr cup, modular head, modular neck and stem in search of similar complaints throughout the lifetimes of the products. Similar complaints have been identified. This will continue to be monitored. As no device lot numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a patient had elevated ion levels diagnosed on (B)(6) 2015 finding cobalt 7.67 ppm / chrome 3.38 ppm. No revision surgery has been scheduled nor performed to the patient. The patient status is unknown.